Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Olympus technical assistance support advised to turn the video system center and xenon light source off. Plug in the scope and then turn the devices on. The issue was resolved. Olympus technical assistance support verified and corrected the cabling and advised finding out which scope had the scope communication error b30 and try it again. If the issue is still present with that particular scope, then they should clean the gold contacts with an alcohol prep pad. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited scope communication error b30. The issue occurred during an unspecified procedure. There were no reports of patient harm.